Event description:
The blue cover for the balloon has a piece of plastic stay on the end of the actual balloon. We had to pull the balloon out to take off the plastic because it prevented the balloon from being fully inserted in the sheath. Balloon was then too expanded to reinsert. So, we had to open a new balloon to complete the procedure. The failed product had patient contact but no patient harm.